Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the device. During the procedure "air was coming in and out of the sheath". The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve face near the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the device. During the procedure "air was coming in and out of the sheath". The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.